Event description:
It was reported that the tubing had disconnected below the central port and the patient was bleeding. Reporter stated they flushed the line and reconnected it, and the pump had resumed running. The reporter was advised to stop the infusion. The event occurred at the patient's home. No adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Customer reported the tubing had disconnected below the central port and had been bleeding. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.